Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.5, d.6b, g.1, h.6.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿rupture, capsular contracture, baker grade unknown and mastodynia¿.

Event description:
Healthcare professional reported right side ruptured implant with capsular contracture, baker grade unknown and "mastodynia". The device remains implanted.